Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not to be at "home" position, most likely attributed to unintended user error. The customer also reported "during troubleshooting, the lifeband (lot# unknown) was torn." Possibly, the user had difficulty pulling the lifeband straps completely up or had difficulty to manually rotate the encoder driveshaft to the "home" position, which resulted in the lifeband to be torn. Nevertheless, the lifeband was discarded by the customer and was not returned to zoll for evaluation, and therefore, the root cause of the torn lifeband could not be conclusively determined. Visual inspection of the returned platform revealed a cracked front enclosure at the front-end area, and the top cover was observed to be cracked at the lower corner on the patient's right-hand side. The physical damages were unrelated to the reported complaint, and the root cause could be due to normal wear and tear. However, user mishandling cannot be ruled out, as the front enclosure was last replaced in 2017 for a similar issue. The autopulse platform was manufactured in september 2007, and it is 13 years old, well beyond its expected service life of 5 years. The top cover and front enclosure were replaced to address the observed physical damages. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. In addition, unrelated to the customer's reported complaint, a couple of user advisory (ua) 18 (max take-up revolution exceeded) error messages were observed to have occurred on the customer's reported event date, and the user was able to clear the error codes. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was rotated to "home" position to clear the ua45 error message. Following service, the autopulse platform was subjected to final functional testing with the large resuscitation test fixture (lrtf) equivalent to 270 lbs. With good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was unable to clear the error. During troubleshooting, the lifeband (lot# unknown) was torn. The user switched to manual CPR, which was performed for about 20 minutes until the patient was transported to a hospital. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2020-01098 for the lifeband (lot# unknown).